Event description:
Review of the original complaint info that was received showed that in translating to english the event was inadverrently translated incorrectly. The event as correctly translated stated. "A tech developed a severe allergy in the neck, arms, legs, hands and the eyelids during retrieved of the instruments and when she walks past the machine."

Event description:
Healthcare worker develope a "tickle;burn at the neck, hands, arms and eyes" when they withdrew the instrument from the machine. The symptoms appeared 15 min. After exposure and lasted 1 hour.